Event description:
It was reported that the primary packaging of the foley tray arrived completely open.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. 1 sample were confirmed to exhibit the reported failure. The reported failure was considered out of specification as the reported failure was reproduced. Visual evaluation of the returned sample noted one opened (with original packaging), lubricath drain bag foley tray. Visual inspection of the sample noted obvious visible observation of the lubricath drain bag foley tray opened on the return photo sample. A potential root cause for this failure mode could be ¿machine out of parameters¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the primary packaging of the foley tray arrived completely open.